Event description:
Reported by health professional as "we have a port to return, it was removed because we thought it was leaking but we were unable to locate a leak after the port was removed".

Manufacturer narrative:
Visial examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to the portion of the lap-band system returned. Performance tests indicate no leakage at the access port or access port tubing, which is consistent with the dr's post operative findings. The lab was also unable to duplicate or confirm the leakage. There is no other info available at this time from the surgeon to determine the cause of the alleged event. No additional info has been reported to inamed regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."